Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the severely calcified and mildly tortuous posterior tibial artery. After an unspecified guide wire crossed the target lesion, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced without encountering resistance. The balloon was inflated; however, it ruptured at 10 atmospheres on the second inflation. There was no kink noted on the device prior to use. The balloon was completely removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).